Event description:
It was reported that an asymptomatic patient presented to the clinic for normal follow-up. Noise was observed on the pace/sense vector of the lead. The patient will continue to be monitored. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.